Event description:
Customer first went to the ER and was subsequently hospitalized in the ICU due to an elevated blood glucose in the 500s mg/dl with ketones deemed life threatening by a healthcare professional on (B)(6) 2025. Reportedly, the customer was using the cartridge beyond insulin timelines. Tandem technical support educated the customer on insulin timelines. No injury was caused, and no permanent damage was identified. Customer received treatment with IV fluids and insulin, which resolved the issue. Customer used the pump and manual insulin injections to manage blood glucose levels before the resolution. Customer was released from the hospital on (B)(6) 2025.